Manufacturer narrative:
Mindray service representatives replaced the units cpu board, calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the accutorr v monitor's display which may have resulted in a loss of monitoring. No patient injury was reported.